Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed that downstream occlusion sensor had a bubble. Review of the event history log showed the pump displayed an occurrence of "system fault 41,541" followed by "power down." The investigation found that the device duplicated the reported issue and determined that a faulty latch/lock flex sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, it was noted that the pump could not work, the setting could not be modified, and the pump displayed "system fault unrecoverable hardware error". No patient injury was reported and no adverse effects were reported.